Event description:
The company received info that suggested that the balloon cuff of the tube is leaking while in patient use. The patient's husband re-intubated the patient. The customer did not report any patient harm, change in therapy or adverse clinical effect to the patient. The customer reported that the tube will be returned for evaluation.